Event description:
An 18 m pfo device was successfully deployed in a patient. The procedure was documented on cine and toe post-deployment. During a routine cxr post-procedure, an asymptomatic embolization of the device was revealed. The next day, an endovascular retrieval of the device from the aort0-iliac bifurcation was attempted. However the device could be retrieved only as far as the right external iliac artery. Surgical retrieval of the device and repair of the defect was required.